Event description:
Staple didn't completely fire/cut. When pulled out, noticed that the blade was in the middle of the staple and couldn't remove staple from instrument. This occurred during the case. The instrument was removed and no harm to the patient was noted. FDA safety report ID# (B)(4).